Event description:
The customer stated that he received a blood glucose result of 240 mg/dl compared to a result of 81 mg/dl on a freestyle meter. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.